Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(6), 2012, a nurse reported that a patient presented on this day for a battery change; however, the reason for the referral was unknown. The patient's device was checked, and the device was working fine. Follow up with the patient's physician revealed that the he was unable to interrogate the patient's device; therefore, he referred for revision. (It was later confirmed that the physician's programming system was functioning properly). The patient previously underwent revision on (B)(6) 2012. Follow up with the director of living at the patient's group home revealed that the physician who initially referred the patient in (B)(6) 2012 had not seen the patient since revision, and they did not believe the device had been programmed on. The group home director also stated that the patient had a lot of seizures the previous weekend. The nurse stated that she only knew the patient's seizure frequency as of (B)(6) 2012 as she was new to the patient.

Event description:
On (B)(6) 2013, this vns patient underwent generator revision, reportedly due to eos. The device was returned on (B)(6) 2013 and is pending analysis.

Event description:
The device was reportedly at ifi=yes on (B)(6) 2013.

Event description:
Product analysis was completed on the returned generator. The reported ¿failure to program¿ was not duplicated in the pa lab. The pulse generator was interrogated at multiple orientations adjacent to the programming wand, with a one inch spacer between the pulse generator and the programming wand. The pulse generator interrogated at all orientations. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage shows a near ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.